Event description:
Boston scientific received information that this device was part of a system revision due to infection with sepsis. There were no additional adverse patient effects reported. The device was explanted.